Event description:
It was reported that during a procedure, the ceramic and electrode portion of the tip of the unit broke off. It was further reported that the procedure was continued with another unit from a different lot number.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.